Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to faulty force sensor system. The pump was unable to verify compromised force sensor system alarm due to motor error alarm. The motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a motor error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 79 mg/dl. The customer stated that there were multiple motor position encoder errors in the alarm history. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.